Event description:
Customer received low blood glucose results of 26, 64, 24, 73, and 65 mg/dl. The customer went to the emergency room because of the results of 171mg/dl. A lab was also performed with a result of 173mg/dl. The customer had increased the amount of sugar on their cereal to elevate blood glucose. The customer was given a saline IV and a chest x-ray and cardiogram was performed along with screening. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.